Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported undetected downstream occlusion which was reproduced. During the evaluation, the downstream pressure plate gap was found out of specification. The downstream tubing guide was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it failed to display downstream occlusion. There was no patient involvement.